Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the pump was not able to complete rewind, load, and prime steps due to a no cartridge detected alarm. The force sensor calibration reading was not within specifications. The force sensor resistance reading was also found to be out of specifications. Evaluation revealed that the battery compartment was cracked. Additionally, the pump case was found to be cracked at the top right hand corner between the display and the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and the force sensor resistance reading were out of specifications. Additionally, evaluation revealed that the battery compartment and the pump case were cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.